Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Manufacturer narrative:
Sample from the patient was submitted and the investigation found the d- biotin concentration in this sample was much higher than the allowable concentration level specified in product labeling for the assay. This was determined to be the most likely cause of the event.

Event description:
The customer received a questionable thyrotropin (tsh) result for one patient sample from cobas e602 analyzer serial number (B)(4). The patient had multiple sclerosis and was included in a blind protocol of treatment. The initial result was 0.02 uui/ml and was reported. This indicated the patient had hyperthyroidism. The patient was treated with carbimazol (neomercazol 40 mg/day) and had malaise, deterioration of health and symptoms of hypothyroidism. On (B)(6) 2014, the sample was tested on an abbott analyzer and the result was 1.39 uui/ml(euthyroid). The carbimazol was stopped because it had induced the hypothyroidism that caused the malaise. Follow up confirmed the patent's current condition was better. No adverse event was reported. The doctor in charge of the blind medical protocol was contacted and said that the medical treatment contained a high level of biotin 3 x 100 mg/day. This could have caused interference with the assay.